Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Before use on the patient, that, during an unknown procedure, when the packaged was opened, the suture was broken. It was not a control release needle. The product code is j548g, lot tlmlul. Additionally, a photo was provided, and with the same condition as the received sample. During the initial inspection of the sample, no breakage suture was observed. Besides that, the needle barrel was noted to have insufficient epoxy at the suture and needle hole. This could be the cause of a needle pull-off defect. This product code j548g contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. Based on the information currently available, the pull-out was identified during the investigation of the sample received. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigation summary: the product was returned to ethicon for evaluation. One detached needle and one needle-suture outside its packaging were received for analysis. The product code is j548g, lot tlmlul. Additionally, a photo was provided, and with the same condition as the received sample. During the initial inspection of the sample, no breakage suture was observed. Besides that, the needle barrel was noted to have insufficient epoxy at the suture and needle hole. This could be the cause of a needle pull-off defect. This product code j548g contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. Based on the information currently available, the pull-out was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined. Additional information was requested, and the following was obtained via: lot number of ip-02079559: unk: tkmpxs / tlmlul. Please clarify if the suture was used on a patient. No. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. We regularly contact with sale rep about the device returning. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) (B)(6). H3 analysis; the product was returned to ethicon for evaluation. One empty foil packet was received for analysis. Product code j548g, lot tkmpxs. The visual assessment of the returned winding former. No suture and needle were returned for analysis. As per this condition, the event described could not be confirmed. If additional information is made available, the investigation will be updated as applicable. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.